Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a moderately calcified and moderately tortuous lesion located in the proximal left anterior descending (lad) artery. Negative prep was performed. The lesion was pre dilated. It was reported that the device failed to cross the lesion. The procedure was complete with a medtronic stent. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.